Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was subject of an off label MRI scan. The device appears to have several programmed parameters reset after the scan. The parameters were reprogrammed again for the device that remains in service. No adverse patient effects were reported.